Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump received power error alarm due to connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had depleted battery life and had recurring power error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.